Manufacturer narrative:
The covidien support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphical user interface (gui) to breath delivery (bd) cable. The cse performed the extended self-test (est) short self test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
A report was received from the (B)(6) with information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.